Event description:
Pt alleges suffering severe and immediate reactions to latex related to her exposure to latex exam goves. Alleges suffering from the following: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent and continuing nature and life-threatening nature. Pt's husband, alleges loss of consortium of his wife and alleges he has been required to expend and has become liable for substantial sums of money for medicines and medical attention for the care, treatment and attempted cure of his wife.